Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had incorrect syringe volume read was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 1ml syringe was not able to be read in the syringe pump module, so the customer has been transferring the medication in 1ml syringes to 3ml syringes in the nicu. The syringe used was bd 1 ml syringe ref 309628. There also reported having issues with the syringe pump module reading the volume in the 20ml syringe used for acyclovir. One example given was a syringe appeared to have 14ml of medication, but it was being read as 13.4ml by the syringe pump module. There was patient involvement but no harm.